Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color during use, resulting in failure of vessel closure. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly. An audible click was heard, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The indicator did not show any black, and the physician did not have their thumb on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted. The device was not attempted to be deployed outside the patient¿s body. The procedure used a retrograde approach, and the exoseal vcd was used in an interventional procedure. The patient¿s status after the procedure was good. The operator was trained in the device, and the exoseal vcd was stored and prepped according to the instructions for use. There were no visible signs of device or package damage prior to use. An 8f non-cordis csi was used. Femoral artery suitability was verified on angiography, including the 30¿45 degree insertion angle of the vascular sheath introducer, and the vessel diameter was confirmed to be at least 5 mm. No visible calcium or plaque was observed at the puncture site, no stent was near the site, and no stenosis greater than 50% was present. The target femoral site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device was used following completion of a neurointerventional procedure to close a femoral artery puncture site. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. No catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, followed by full depression of the deployment lever. The evaluation achieved indicator wire retraction and expected plug deployment. Additionally, the indicator window black/white/red position was obtained. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device since functional analysis was completed and full window transition with successful plug deployment was achieved. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, user-related factors (user error) such as the 8f sheath which was reported to be used with the 7f exoseal device may have affected the device. As stated in the indication for use (IFU), ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the use of the device. The indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color during use, resulting in failure of vessel closure. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly. An audible click was heard, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The indicator did not show any black, and the physician did not have their thumb on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted. The device was not attempted to be deployed outside the patient¿s body. The procedure used a retrograde approach, and the exoseal vcd was used in an interventional procedure. The patient¿s status after the procedure was good. The operator was trained in the device, and the exoseal vcd was stored and prepped according to the instructions for use. There were no visible signs of device or package damage prior to use. An 8f non-cordis csi was used. Femoral artery suitability was verified on angiography, including the 30¿45 degree insertion angle of the vascular sheath introducer, and the vessel diameter was confirmed to be at least 5 mm. No visible calcium or plaque was observed at the puncture site, no stent was near the site, and no stenosis greater than 50% was present. The target femoral site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device was used following completion of a neurointerventional procedure to close a femoral artery puncture site. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.